Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the needle had deployed prior to application at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The data obtained from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated. Investigation of the needle mechanism found no damages or manufacturing deficiencies that would result in the needle deploying early. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle deploying early could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.